Event description:
It was reported that a patient had a lead put in the spine for a trial, and when he went back for implant the doctor said that the lead had moved. It was reported that the doctor "had never seen this" nor had the manufacturer representatives. It was later reported that during the trial in august or september the patient's body was "absorbing" the lead and it had moved. It was noted that absorbing meant that the patient's "body was taking it in." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead.